Event description:
Information was received from a device manufacturer representative regarding a patient receiving clonidine (82.2 mcg/ml at 16.429 mcg/day) and morphine (78.9 mg/ml at 157. Mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported an alarm was heard/confirmed by telemetry. The personal therapy manager (ptm) showed a code of 8474. A low battery reset and safe state had occurred. The patient experienced withdrawal symptoms of sweating, nausea, diarrhea, chills, and increased pain. The patient started feeling symptomatic on (B)(6) 2016 and the pump logs showed the low battery reset occurred on (B)(6) 2016. It was later reported the patient was started on oral medication and was scheduled for a pump replacement. The cause of the withdrawal symptoms, low battery reset, and safe state was unknown and had not been resolved as of the date of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of pump indicated that the pump logs confirmed a low battery reset had occurred.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.